Event description:
Reportedly, on (B)(6) 2026, during the implantation, the physician attempted to position the vega r52 (s/n: (B)(6) multiple times in the ventricular septum but was unable to secure the screws. The physician removed the lead from the patient and checked the tip of the screw, finding that a piece of tissue had become entangled. The physician attempted to remove the tissue but was unable to do so, so vega r52 (s/n: (B)(6) was discontinued and a new vega r52 lead was implanted.

Manufacturer narrative:
Device analysis is still ongoing, results will be available on the next report.